Event description:
Healthcare professional reported an "erosion" of a lap-band system. The lap-band system was removed and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Therefore, no analysis or testing has been done. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report.